Event description:
On 6/3/2016 it was reported that the patient underwent a prophylactic generator replacement that day. The explanted generator was returned for product analysis on 6/21/2016. Product analysis is still underway.

Manufacturer narrative:
Device available for evaluation. If yes, returned to manufacturer on (mo/day/yr), 06/21/2016: supplemental MDR #1 inadvertently left blank about the device being received on 06/21/2016. However this information was mentioned in event description.

Event description:
Analysis was completed for the generator and an end-of-service warning message was verified in (B)(4) and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in (B)(4). In (B)(4), the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.719 volts, shows an ifi=yes condition. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2016 it was reported that the patient was referred for a generator replacement as she has had increased seizures. The patient had 5 seizures in a week and was hospitalized for 4 days. Although surgery is likely, it hasn't occurred to date.